Event description:
During an ercp a 1.0 cm stone was located inside the pt's bile duct. A sphincterotomy was completed. Removal of the stone was attempted with an extraction balloon, but unsuccessful. A wilson-cook memory soft wire basket was used in an attempt to remove the stone. The basket was placed into the duct, but the stone could not be extracted. A mechanical lithotripsy was attempted, but to no avail. The drive wires of the basket broke. The pt underwent surgery for removal of the stone and basket wires. The pt was reported to be in good condition.